Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) did not withhold detections of t-wave oversensing (t wos) and subsequently provided inappropriate therapy. The patient's lead had t-wave oversensing (twos); and high r waves. The device was reprogrammed and both lead and device remain in use. No further patient complications have been reported as a result of this ev ent.